Manufacturer narrative:
Investigation summary: bd received 15 samples from the customer in support of this complaint. An evaluation of the returned samples shows the adhesive on the barcode label is not sticking to the bd product, however, the barcode label is not a bd product. No recent changes have been made to the labels or tubes. Retained samples cannot be tested since the barcode label is not a bd product. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was label lift off/partial peel off. This event affected 100 tubes. The following information was provided by the initial reporter. The customer stated: "labels are peeling off when run on the trak instruments. We are currently experiencing challenges with the labels peeling from the vacutainer tubes for samples that are tested on the trak instrument.".